Manufacturer narrative:
The following devices were also listed in this report: triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# gynwa. Triathlon symmetric x3 patella; cat# 5550-g-319; lot# l7e7. Triathlon cr fem comp #5 l-cem; cat# 5510-f-501; lot# ebjhb. Simplex p full dose 1 pack; cat# 6191-1-001; lot# rft086 qty. 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation as they remain implanted in the patient. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called regarding a left knee replacement due to pain. Unable to stand for long periods of time for no more than 20-30 minutes. Uses a treadmill and feel pain during the first mile. He visited a second orthopedic surgeon who viewed x-rays and said everything looked fine. Had no medical records to identify his implants and date of surgery.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that discomfort after total knee arthroplasty is reported as present in approximately 20% of patients with varying degrees of severity. Based upon the information available for review, there is no evidence that the described occasional, moderate symptoms with activity represent any factors related to the total knee arthroplasty prosthetic components. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined since the devices were not returned for evaluation and insufficient information was provided. Also the provided medical information was submitted to a consulting clinician who indicated that based upon the information available for review, there is no evidence that the described occasional, moderate symptoms with activity represent any factors related to the total knee arthroplasty prosthetic components. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient called regarding a left knee replacement due to pain. Unable to stand for long periods of time for no more than 20-30 minutes. Uses a treadmill and feel pain during the first mile. He visited a second orthopedic surgeon who viewed xrays and said everything look fine. Had no medical records to identify his implants and date of surgery.